Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00868. Additional information received identified the ineffective stimulation reported in the initial MDR was not due to the device but onset of new pain not covered by the drg system.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00868. It was reported the patient was not receiving effective stimulation therapy/relief from the drg system. The next course of action was undetermined at this time.